Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. Log review showed repeated ac connected / ac not connected toggling, five pd resets, and one pace/defib failure. The pd resets were likely triggered by the device reacting to ac toggling. The auxilary connector was observed to be damaged and could be a contributing factor. The auxiliary connector harness was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a 74-year-old female patient, the device displayed "defib pace device failure", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.